Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, after deployment, the deployment needle detached and fell out of the applicator. No additional event or patient information is available.